Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Anterior chamfer reamer broke during surgery - the reamer was found upon receipt to have broken through the diameter where the e-clip for assembly is placed. The specification for the diameter here is 2.41 to 2.46 mm. The broken component was measured and found to be 2.44 mm (within specification). The lot # for the returned device is 1323902. The DHR including material certification was reviewed and found to meet requirements. The device is designated and marked as a single use device. The wear suggests that this device has been used multiple times and is the probable cause for the failure.

Manufacturer narrative:
Manufacturing date was added.

Event description:
Anterior chamfer reamer broke during surgery - the reamer was found upon receipt to have broken through the diameter where the e-clip for assembly is placed. The specification for the diameter here is 2.41 to 2.46 mm. The broken component was measured and found to be 2.44 mm (within specification). The lot # for the returned device is 1323902. The DHR including material certification was reviewed and found to meet requirements. The device is designated and marked as a single use device. The wear suggests that this device has been used multiple times and is the probable cause for the failure.